Manufacturer narrative:
The field service engineer (fse) decontaminated the water flow of the whole analyzer. The fse adjusted the probes and their rinse functions. He then ran a performance check and the instrument was operating with specifications. A general reagent issue was excluded as no further issues were reported and a correct rerun was performed with the same reagent. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient sample tested for calcium (ca2) on a cobas 6000 c501 module. The initial result was 8.05 mg/dl. The rerun result was 10.58 mg/dl the questionable results were not reported outside the laboratory. The ca2 reagent lot number was 67447601 with an expiration date of 31-jan-2024.